Manufacturer narrative:
Reporting address state: br. Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the pad coupler necklace was in need of replacement. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Upon further review, there was no alleged malfunction of the device, and this report has been cancelled.